Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pen had a leadscrew anomaly. Customer stated that screw was not moving as intended. Customer assisted with initial prime and customer stated that insulin did not exist. Customer stated that issue was not resolved. Customer¿s blood glucose was 356 mg/dl. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.